Manufacturer narrative:
The device is not available for return. Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The user facility in (B)(6) reported that during an intraocular lens (iol) implantation, the doctor noticed the iol was broken. The incision was enlarged from 2.2mm to 2.75mm to remove the iol intraoperatively. A new iol was implanted to complete the procedure. The patient's current status is fine.

Manufacturer narrative:
The product was not returned for evaluation. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause could not be determined.